Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a patient (age & gender unknown) in cardiac arrest, the device gave a "no shock advised" determination for a rhythm clinicians believe was shockable. The device issued a "defib/pacer failure" message and the unit shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.